Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision of a partial knee prosthesis due to tibial loosening. The tibial tray and tibial bearing were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.